Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Analysis did not identify any product issues that would have made dehiscence and infection more likely than what is described in the instructions for use for this icm as a known inherent risk of the use of this product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this insertable cardiac monitor (icm) device was protruding from the incision site; due to this reason, the patient underwent a procedure to have their icm device explanted. Additional information was received indicating the wound had become infected due to improper post-operative care by the patient, and antibiotics were prescribed to the patient to treat the infection. No new icm device has been implanted at this time. No additional adverse patient effects were reported. The icm device has been returned and analysis was completed.

Event description:
It was reported that this insertable cardiac monitor (icm) device was protruding from the incision site; due to this reason, the patient underwent a procedure to have their icm device explanted. Additional information was received indicating the wound had become infected due to improper post operative care by the patient, and antibiotics were prescribed to the patient to treat the infection. No new icm device has been implanted at this time. No additional adverse patient effects were reported. The icm device has been returned.